Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 702-04-52e, tridentii tritanium cluster52e, lot 72245501a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's left hip was revised. As reported by rep: "the doctor states the patient has hip pain and shows signs of altr. Cr level is 3." An mdm metal liner and adm/ mdm poly insert were revised. Rep provided an x-ray, MRI, implant log, explant pictures, and intra-op pictures. Spoke to rep, who confirmed there are no allegations against the revised poly insert and that no further information will be released by the hospital or surgeon.

Event description:
It was reported that the patient's left hip was revised. As reported by rep: "the doctor states the patient has hip pain and shows signs of altr. Cr level is 3." An mdm metal liner and adm/ mdm poly insert were revised. Rep provided an x-ray, MRI, implant log, explant pictures, and intra-op pictures. Spoke to rep, who confirmed there are no allegations against the revised poly insert and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event:  an event regarding altr and metallosis involving modular dual mobility insert was reported. The event was not confirmed.   Method & results: -device evaluation and results: visual inspection the device was not returned however photographs were provided for review. Scratch marks and damage can be seen on the explanted device. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review:a review of the provided medical records by a clinical consultant stated the following comment: the event cannot be confirmed.a revision surgery was cited in the pi report for metallosis, but there were no materials provided to support the finding.note: the pi note cites intraoperative pictures and explant pictures that were not provided. Root cause: the root cause cannot be ascertained form the materials provided. Reports of the MRI, metal levels, medical records, postoperative x-rays, prior x-rays, and the aforementioned explants and photos may shed light on the root cause of the revision surgery and/or the alleged metallosis: -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  -complaint history review: there have been no other similar events for the reported lot. Conclusion:  the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.